Manufacturer narrative:
Other relevant device(s) are: catalog # iw1416c105xh, serial # (B)(4), use by date: 2012-04-05, manufactured date: 2010-04-07, and upn# (B)(4).

Event description:
A talent aaa stent graft system was implanted in a patient for the endovascular treatment of a 57 mm abdominal aortic aneurysm. It was reported that a recent CT revealed that the aneurysm has enlarged. There was no evidence of an endoleak. An angiogram confirmed that there were no leaks present. A 16-20-156 limb extension was placed in the left cia and another 16-20-156 limb extension was placed in the right cia. The physician did not state the reason for the sac growth. No additional clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
Film review summary: the exact cause of the aneurysm expansion could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant films were not provided for comparison. CT¿s returned from 7 years post-implant revealed that the talent bifurcate was positioned ~10 ¿ 15 mm below the lowest left renal artery within the angulated and calcified neck. The suprarenal neck measured 31mm in diameter, 29mm at the level of the lowest left renal, 10mm lower was 27mm, and 15mm lower near the bottom of the neck measured 24mm. The bifurcate proximal od measured ~20 x 27mm, and the infrarenal neck was angulated ~45deg lt-rt and 65deg a-p relative to the distal aorta. There was a marginal proximal seal along the anterior neck; however, no clear proximal type I endoleak was observed. There also appeared to be inadequate radial apposition at both distal iliac location which were calcified, however no distal type I endoleak was observed. Although no clear endoleak was seen, it is possible that the aaa was being pressurized via these marginal proximal and distal sites. Disease progression and vessel calcification may have contributed to all seal locations, with neck angulation also affecting the proximal seal. If information is provided in the future, a supplemental report will be issued.